Event description:
When the instrument was removed, small shavings were observed inside the pt's cavity. Most of the shavings were removed. No further or additional injury reported. Procedure type: hernia.

Manufacturer narrative:
Quality assurance received four clinical ports, and two clinical obturator spikes for evaluation. There was also a small, orange plastic shaving returned with the devices for evaluation. An examination of the devices was performed, checking for any damage or other visual irregularities. It was observed, under magnification, that the tip of the trocar blade of one of the obturators was bent backwards. It was also observed that the upper seal of two of the four ports were partially torn, with a small piece missing, possibly due to the damaged trocar blade. Upon functional evaluation, it was noted that the obturator spikes slid through the cannulas, but the bent tip of the one trocar blade scraped against the inside of the cannulas. As a result, the obturator spike had small orange plastic shavings from the inside of the cannulas, attached to the distal end. This condition has been attributed to a mishandling of the device during manufacturing, due to an improper inspection of the device, ensuring prior fit through the cannula. The appropriate corrective measure is in place to prevent this reported condition from reoccurring.